Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager failed to open and was not detected on bus. The customer tried to reboot and recover the device, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue a review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device exhibited corrosion on the microswitches due to prolonged exposure to humidity and environmental conditions. A field service engineer (fse) turned off the device and cleaned the mini switches to resolve the issue. The system functioned as intended after the field service engineer repaired the device. This incident has been added to our database of reported incidents. Our business team regularly reviews the data collected for identification of emerging trends. All available information has been provided to bd regarding the reported event. If additional information is received, the complaint record will be reassessed.